Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an unexpected restart. A cold reset was performed on the alarm. The customer stated they were able to clear the alarm, and were able to complete the rewind process. Customer stated that alarm occurred multiple times after battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.